Manufacturer narrative:
(B)(4). The customer reported that they could not perform cardioversion due to excessive interference. There was no report of negative pt impact. A philips field svc engineer evaluated the device and could not reproduce the reported symptom. The device passed all standard testing and was returned to svc. We could not determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that they could not perform cardioversion due to excessive interference. There was no report of negative pt impact.